Event description:
Device malfunction: premature deployment of clip. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a trained physician attempted arteriotomy closure of the femoral artery using the starclose device after an interventional procedure. The physician depressed the vessel locator button, but as the thumb advancer was being advanced the clip spontaneously deployed. It was not reported how hemostasis was achieved and there were no reported patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.